Event description:
Affiliate reports patient is an experienced lens wearer who was switched to acuvue oasys from procon 55. The patient reportedly received a central corneal ulcer, 3mm in diameter. The patient was referred to an ophthalmologist for treatment. The optometry office did not provide the ophthalmology office information citing privacy concerns. No additional information is expected.

Manufacturer narrative:
Device labeling single use or reuse.